Event description:
On (B)(6) 2013, md used the retracta coil for a (B)(6) male that had previously underwent surgery varicoceles and developed reoccurring collaterals. The gonadal vein measured approx. 10mm and the md requested a 10mm retracta coil. The cook regional trainer made very clear that the physician must oversize the coil and recommended a 12mm coil. The md told the cook representatives he understood and thought that a 10mm would work fine. The cook trainer then explained that the coil must have vessel wall apposition to detach or the coil would spin around and not detach. The md said "let me have the 10mm coil." She gave him the coil against her recommendations. The coil would not detach and spun around in vessel. The coil was then advanced more distal into gonadal vein near the ureteropelvic junction. The catheter tip was left about 4 cm proximal and the cook regional trainer instructed the md to place the catheter near the detachment threads. The catheter would not advance, and coil would not detach. After much pulling, the thread unraveled and the coil was left inside patient with a part of the delivery wire. The wire was removed with force through a 5fr kumpe catheter. Part of the delivery wire remained in the patient and is working as part of the coil and is successfully occluding the collateral vein.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.